Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 , reference MFR. Report# 1627487-2018-07279. It was reported the patient experienced ineffective stimulation post a motor vehicle accident. One of the thoracic leads were displaying high impendences. As a result the patient underwent surgical intervention wherein both thoracic leads were explanted and replaced and an additional lead was added. Effective stimulation was achieved post operatively.